Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support coordinator that the pt history screen showed "pump off" messages. No clinical issues with the pt were reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.